Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed. The root cause for the reported event is a faulty flow meter. The device was evaluated upon receipt. During repair, the flow was unable to be adjusted above 1750 without removing the metering screw. The flow meter was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not cooling down in an arctic sun device. The chiller water return line was ok as the chiller pump might be ok. The chiller compressor might have problems. This unit was related with wo- (B)(4). Per review of wo on 17apr2025, device was used on patient, no injury on the patient. Replaced another one arctic sun device. Per follow up information received via task on 18apr2025, the device would be sent to dymax, us. The issue was not resolved. Not yet repair. Per sample evaluation results received via task on 05aug2025, it was reported that the flow unable to be adjusted above 150 without the metering screw. Flow meter related issue wo- (B)(4). And the unit trips breaker was confirmed. Unit tripped breaker during heating function test and power issue related to the chiller.